Event description:
It is reported that the device was implanted in 2006. Approximately three weeks post-op, the bipolar cup had dislocated from the metal head. The metal head was explanted and replaced 8 days later.

Manufacturer narrative:
H3: eval summary: probable cause is unknown. H6: eval codes: no product or x-rays were returned for evaluation. No lot number was provided; therefore, the manufacturing records could not be reviewed.